Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose. Distributor received and tested pump. At the time of testing, no issues with the insulin gauge reading was identified.